Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained. Additional information was received that the reason for the implantable pulse generator (ipg) replacement was due to the device was no longer functioning as intended. There were no reported complications postoperatively. The explanted device was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained.